Manufacturer narrative:
Device lot number and unique device identifier (UDI) is unavailable. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the articulating arm could not lock. The bearings were lubricated and turn the snap knobs firmly. The articulating arms is functioning normally. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. Concomitant medical products: other relevant device(s) are: product ID #: 9734252. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that by the doctor that the articulating arm is damaged. There was no patient present when this issue was identified. It was later noted that the articulating arm could not lock.